Event description:
Boston scientific crm received information via latitude red alert that this right ventricular (rv) lead exhibited high pacing impedance measurements. No adverse patient effects were reported. Additional information indicated that the impedance measurements went from all 988 ohms to 1971 ohms. All other measurements were stable and there was no oversensing stored or with isometrics. It was noted that the patient is young and active and has been atv riding but has sustained no trauma. Technical service (ts) discussed that such a jump in impedance measurements does raise the possibility of a lead fracture; however, there is no other evidence as the lead is performing well. Ts recommended to continue monitoring the patient and consider performing an x-ray to confirm lead integrity. The local field representative indicated that the patient will follow up with the electrophysiologist within the next month and the patient will continue to be monitored. Additional information indicated that a revision procedure was performed and the rate\sense portion of this lead was surgically abandoned and a new rate\sense lead was successfully implanted.